Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in an ak 96 machine during prime. Upon further inspection, ¿the tube was disconnected, and machine returned to normal after reconnecting¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The on-site technician reported the device was repaired; however, no further information was reported. As the device was returned for evaluation, no further testing could be performed. Therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.